Event description:
It was reported that the 9600 system brake was getting stuck. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake was replaced during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint.